Event description:
It was reported that during a coronary drug-eluting stenting (des) treatment procedure, removal difficulties occurred. The 15x3.0 promus des was successfully implanted in the proximal left anterior descending (lad) artery. When the physician attempted to withdraw the stent delivery system (sds) it froze on the pt 2 moderate support 300cm j-tip guide wire. The sds and guide wire were removed as a unit, without complications to the pt. The pt's current condition is listed as "fine."

Manufacturer narrative:
(B)(4).